Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other omnilink elite device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. It was noted before use that the stent of an 8.0 x 39 mm omnilink elite stent delivery system had become dislodged from the balloon. Therefore it was replaced with a 7.0 x 59 mm omnilink elite stent delivery system but the stent also dislodged from the balloon before it entered the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: there was no resistance during removal of the stylet or protective sheath. The device was prepped before inserting into the introducer sheath. No additional information was provided.